Event description:
Pt tested blood glucose as 350 mg/dl on suspect device. Pt administered insulin (7ur and 18u nph) and then passed out. She was treated with 200cc gulcagon at the ER. Her blood glucose at ER was 22 mg/dl (lab).